Event description:
Reporter indicated that device interrogation at office visit revealed that the normal mode output current was set to 0ma instead of to prescribed parameters. It was reported that the pt's last office visit had been approximately two weeks prior, at which time programmed parameters were increased. Treating neurologist reported that the pt was fine and that the device was functioning properly. Investigation to date has been unable to determine whether the device malfunctioned or whether user error during previous programming session cuased the output current to inadvertently be set to 0ma instead of to prescribed settings.